Event description:
It was reported that the user received consecutive stalled motor alarms on the ilet, the alert persisted after a restart, and the user experienced high blood glucose above 400 mg/dl; a dry run while disconnected was successful, and a subsequent full supply change with new cartridge, connector, and infusion set resolved the issue, with the user noting the connector had been hard to attach during the prior change. Symptoms included hyperglycemia with a reported blood glucose of 256 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included communication and interviews with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem consistent with a stalled motor condition, and the device functioned normally after replacement supplies were installed. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.